Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the device not turning on was due to crack on the power inlet. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the device sometimes could not turn on, due to a faulty main switch and a clogged switch. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the maintenance unit cannot be turned on. There were no reports of patient harm.